Event description:
Additional information later reported the patient was seen (B)(6) 2013 and was doing very well. The surgery was performed on (B)(6) 2013. The pump sutures had pulled through. The physician re-sutured it in place. It was unclear if the suture tore or if the tissue didn¿t hold the suture. The catheter had become tangled from the flipping. There was no indication of twiddling. The catheter that connects to the pump was trimmed off and a new sutureless connection was put in place and connected to the pump. The pump pocket was washed out. The explanted catheter portion that was trimmed was discarded and will not be returned. There was some fluid in the pocket from the catheter. It seemed to have been leaking from the flipping. There were no withdrawal or overdose symptoms,

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s pump was flipped and the pump was revised. The pump was discovered flipped on wednesday (B)(6) 2013 after a dye study was done. The hcp replaced the sutureless connector and confirmed the pump was functioning with a roller study. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).